Event description:
On (B) (6) 2009, I had a robotic-assisted supracervical hysterectomy and a sacrocolpopexy -using surgical mesh- due to pelvic organ -uterine- prolapse. I was discharged the next day in stable condition. On (B) (6) 2009, I began having abdominal distension, pain, nausea, and began throwing up. The next day, I went to see the attending surgeon - for the hysterectomy portion of my procedure-. After informing her of my symptoms, I was told it was probably gas and to take an antacid and drink electrolyte sports drinks. My condition worsened. On (B) (6) 2009, I went to the e.r. And was admitted due to suspected small bowel obstruction. On (B) (6) 2009, I underwent major abdominal surgery -laparotomy- to identify and/or correct the obstruction. The attending colon surgeon found a knuckle of small bowel trapped beneath the mesh and sacrum. The bowel was viable, so the surgeon corrected the bowel placement, and reattached the mesh securely. I was on a g-tube and fed intravenously for five of the seven days I was hospitalized. Left the hospital weighing (B) (6) lbs. I was diagnosed with fibromyalgia in (B) (6) 2009, have never regained strength and have pain in my buttock and legs after sitting or standing for even short periods of time. I have had to resign from my job for overall health reasons. I do not know whether this was caused due to physician error or the mesh itself. However, it an alternative form of vaginal attachment was used, this may not have happened and my life would have returned to normal. Such was not the case. Dates of use: (B) (6) 2009 - present. Diagnosis or reason for use: uterine prolapse - resulting in hysterectomy.